Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. However, a photo of the suspect medical device was provided. An evaluation using the image was completed. Upon visual evaluation of the image provided in the complaint, the tissue expander appears deflated. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast reconstruction surgery with implantation of a 350cc mentor cpx 4 breast tissue expander. Post-operatively, the patient was diagnosed with left breast baker grade ii capsular contracture by a medical professional. Additionally, the left breast expander had noticeable volume loss, and an unsuccessful attempt to refill it through the fill port was made. As a result, the patient underwent tissue expander removal and replacement with an undisclosed implant on (B)(6) 2025. During the surgery, the implant was observed to have a tear above the port chamber.

Manufacturer narrative:
On march 25, 2025, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 30, 2025, mentor completed an evaluation on the returned device. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the tissue expander. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the tissue expander. Leak testing was performed, in accordance with mentor procedures, and two tears were observed, tear a at the junction between the shell and base at the eleven o'clock position, and tear b at the junction between the shell and bladder at the one o'clock position. Microscopic examination was performed and the cause of both tears could not be identified. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. The collected process controls and data records for the deflated tissue expander meet specifications. The tears mentioned in product cannot be conclusively confirmed as a manufacturing defect. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the silicone shell of the tissue expander may easily be cut by a scalpel or ruptured by excessive stress, manipulation with blunt instruments, or penetration by a needle. Subsequent deflation and/or rupture could result. All devices should be carefully inspected for structural integrity prior to and during implantation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 28, 2025, mentor was provided with an updated date of event. Date of event: december 02, 2024. Manufacturer¿s reference number: (B)(4).